Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: review of the black box data revealed information from june 30, 2014 through july 8, 2014. There was no evidence of a ¿no power¿ event in available black box data. On examination, the battery compartment was noted to be cracked at the compartment threads and below the grip pad. On investigation, the pump powered on using the battery cap that was returned with the pump. The battery cap threads were found to be damaged; however, the cap was able to be fully tightened onto the pump. The pump was exercised for 24 hours without interruption in power or the occurrence of errors, alarms or warnings. Investigation did not duplicate the ¿no power¿ complaint. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to be dim, faded and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).